Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. New information added to the following fields: h6, h10. Corrected field: g2 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that printed circuit board failure was the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the no-image issue was due to a defective printed circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus asset, evis light elite video system center, was returned to olympus with a report that there was no image displayed. There was no report of procedural delay, or patient harm due to an event.